Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an angioplasty procedure using a 7f sheath. Reportedly, the proglide was successfully flushed prior to the procedure during preparation of the device. There was no return of arterial blood in the marker lumen after insertion to verify implantation after several attempts. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of the device being returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to marker lumen obstruction include, but not limited to, under insertion, clogged marker port/ lumen, improper insertion angle, preexisting hematoma gives false mark. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.